Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case position. Using a hemostat to grasp the drive wire, the clip did successfully open and close. A slight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The supplier provided the following info: functional testing was completed using a pair of pliers to open and close the tip jaws. A click was felt and heard during the opening and closing of the jaws. The handle and drive wire assemblies were disassembled and inspected and verified to be within the appropriate manufacturing specifications. The clicking noise heard when opening and closing the tip is a result of the feet of the driver being partially deployed. The feet of the driver being slightly opened is caused when a force is applied with the handle when the jaws are near or in the closed position. This force can be applied during an attempt to deploy the clip for a procedure. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined due to the condition of the returned product and because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions, such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, a cook disposable hemostasis clip was used. The device was advanced through the endoscope to the clipping site. The clip broke. A clipping device made by another company was used to complete the procedure. Our laboratory eval confirmed the drive wire disconnected from the handle, which has been established as a reportable occurrence. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.